Event description:
The customer reported a fluid leak of approximately 3ml from the probe area on a coulter lh 780 hematology analyzer. The leak was not contained within the instrument and flow cell error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a misaligned waste block on the probe wipe assembly. He added thread locker to the threads of the waste block to prevent it from moving down below the frame, which fixed the leak. He also found a hole in the tubing supplying sample pressure to the mixing chamber, which was causing the flowcell errors. He trimmed the sample pressure tubing to remove the hole and redressed the tubing to prevent rubbing, which fixed the flowcell errors. The repairs were verified per established service procedures. (B)(4).